Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on 04/04/2018 stating that the patient experienced tenderness at the pocket site for the last couple of weeks. The physician believed there was infection. The following physician was dr. (B)(6) at (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).